Event description:
Per cnss communication: "date of visit: (B)(6) 2023. Adverse event experienced: nausea, vomiting, and flushing, tubing leaks. Description of event(s): episodes of vomiting, nausea, and flushing. Adverse even start date (per reporter): (B)(6) 2023. Adverse event resolution date: ongoing. Comments: pt reports that her current tubing for her ms3 has been leaking. She has been experiencing side effects including nausea, vomiting, and flushing. Because of this, she reduced her dose from 0.052ml/hr to 0.024ml/hr. Md office aware. I spoke with rn (B)(6) at the md office and she says pt will be staying at this lower dose, then titrating once side effects subside back to goal dose. I have requested new titration orders from the md office." No further info, details or dates available. Lot number of leaking tubing is unknown sq remodulin ms3 pt unique ID is not available, record will be resubmitted once ID is available. Reported to cvs/caremark by: health professional.